Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported downstream occlusion detection pressure above acceptable range. No component could be identified for causality. The reported downstream occlusion detection pressure above acceptable range was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusion detection pressure is above acceptable range. There was no known patient injury or medical intervention associated with this event. No additional information is available.